Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is august 6, 2015.

Event description:
Boston scientific received information that this device was part of a system revision due to infection and erosion. This device was explanted. No additional adverse patient effects were reported.